Event description:
A malfunction was reported regarding a pump's vibration mode no longer being noticeable. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and the case was subsequently closed by technical support.